Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead, uthis regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a post-puncture headache starting on (B)(6) 2021, followed by ¿liquor leakage¿ noted on (B)(6) 2021. It was noted the issues followed a lead revision that had occurred on (B)(6) 2021. Both events were marked as related to the lead procedure and classified as mild. Corrective actions included administering a 13 ml blood patch at the l3-l4 level under sterile conditions. The liquor leakage resolved without sequelae as of (B)(6) 2021, and the post-puncture headache was treated with a blood patch and resolved without sequelae as of(B)(6) 2021. No further complications were reported or anticipated.